Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues with the reservoirs. The customer¿s blood glucose was 134 mg/dl and 125 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer was reported that, the customer was unsure about the location of the leak. Customer explained this was not be normal and they need to determine where it leaking from. Customer reported that, there were blood at the sensor site. Customer would not like to continue troubleshooting site issue. The device will not be returned for analysis.